Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed but the procedure was not completed due to the same device being unavailable. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified external iliac artery. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed but the procedure was not completed due to same device unavailable. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter first name: updated from blank to (B)(6).